Manufacturer narrative:
Preliminary analysis confirmed the impossibility to interrogate the device on (B)(6) 2016. The device memory was most probably corrupted.

Event description:
Reportedly, when the device was interrogated prior to the implantation procedure (in its box) on (B)(6) 2016, the following message was displayed on the programmer screen: ¿the detected device cannot be interrogated with this version of smartview software due to one of the following reasons: the implant model is under clinical evaluation. The implant model is not supported by this programmer. The present version of smartview is obsolete. Please contact your sales representative.¿ the same behavior was observed with another programmer. Therefore the subject device was not implanted on that date (the device is still in the box).

Manufacturer narrative:
Following our recommendations, device was returned for analysis.

Event description:
Reportedly, when the device was interrogated prior to the implantation procedure (in its box) on (B)(6) 2016, the following message was displayed on the programmer screen: ¿the detected device cannot be interrogated with this version of smartview software due to one of the following reasons: the implant model is under clinical evaluation; the implant model is not supported by this programmer; the present version of smartview is obsolete. Please contact your sales representative.¿ the same behavior was observed with another programmer. Therefore the subject device was not implanted on that date (the device is still in the box).

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a corruption of the device memory from unknown origin. However the device operated within specifications after complete reinitialisation.

Event description:
Reportedly, when the device was interrogated prior to the implantation procedure (in its box) on (B)(6) 2016, the following message was displayed on the programmer screen: ¿the detected device cannot be interrogated with this version of smartview software due to one of the following reasons: the implant model is under clinical evaluation, the implant model is not supported by this programmer, the present version of smartview is obsolete. Please contact your sales representative.¿ the same behavior was observed with another programmer. Therefore the subject device was not implanted on that date (the device is still in the box).

Event description:
Reportedly, when the device was interrogated prior to the implantation procedure (in its box) on (B)(6) 2016, the following message was displayed on the programmer screen: ¿the detected device cannot be interrogated with this version of smartview software due to one of the following reasons: the implant model is under clinical evaluation. The implant model is not supported by this programmer. The present version of smartview is obsolete. Please contact your sales representative.¿ the same behavior was observed with another programmer. Therefore the subject device was not implanted on that date (the device is still in the box).

Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly, when the device was interrogated prior to the implantation procedure (in its box) on (B)(6) 2016, the following message was displayed on the programmer screen: "the detected device cannot be interrogated with this version of smartview software due to one of the following reasons: the implant model is under clinical evaluation. The implant model is not supported by this programmer. The present version of smartview is obsolete. Please contact your sales representative." The same behavior was observed with another programmer. Therefore the subject device was not implanted on that date (the device is still in the box).